Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implanted in unknown eye. Post-operatively, the iris keeps blocking the stent then releasing spontaneously. Treatment of brimonidine was provided. Device remains implanted.